Event description:
It was reported by the customer that the liquid optics interface (loi) had suction loss after laser firing. There was no patient injury or surgical intervention reported. No further information was provided.

Manufacturer narrative:
A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section a1: (B)(6). Section a2: 60 years old; (B)(6) 1963. Section a3: female. Section a5: hispanic. Section h3 device evaluated by manufacturer: yes. Section h6 component code: 4755. Section h6 type of investigation: 4114, 3331, 4109. Section h6 investigation findings: 213. Section h6 investigation conclusions : 67. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.